Manufacturer narrative:
The customer replaced the architect cuvette segment which resolved the issue. A review of architect (B)(6) instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the cuvette segment was replaced. A review of the architect c16000 platform found all erratic results were below the upper control limit. A review of historical data for the architect cuvette segment associated with this complaint, revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(6) , or the architect cuvette segment.

Event description:
The customer reported a falsely decreased sodium result generated on the architect c16000 analyzer on a patient. The following results were provided: sid (B)(6) = 107 / 138 mmol/l (reference range: 137-146), poct = 141 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely decreased sodium result generated on the architect c16000 analyzer on a patient. The following results were provided: sid (B)(6)= 107/138 mmol/l (reference range: 137-146), poct = 141 mmol/l. No impact to patient management was reported.